Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: a device history record review was completed for provided lot number 1906177. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, the absence of the extra label information was observed on the shipping case. This issue resulted from human error during the manual labeling process of the extra label for the emerald china syringes. This extra label is placed on the box manually by the operator. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that syringe 5ml ls 22x1-1/4 dn emerald had no label. This occurred on 2000 occasions. The following information was provided by the initial reporter: the customer complains that the purchased product no. 307743 has no (B)(6) label and wants to replace it.